Manufacturer narrative:
Correction: report type - changed to malfunction. Correction: section b1 ¿ type of report (check all that apply) - remove adverse event correction: section b2 - outcomes attributed to adverse (check all that apply) - remove. Other serious (important medical events) correction: section h1 - type of reportable event changed to malfunction. A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. A rep was able to troubleshoot and restore communication with the device. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient met with an abbott representative and after troubleshooting the clinician programmer (cp) was able to reset and recover the ipg thereby restoring therapy.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the scs ipg could not communicate with external device. Surgical intervention may be undertaken to address this issue.